Event description:
It was reported that during device preparation and prior to use, the protective sheath could not be removed from the nc trek balloon dilatation catheter (bdc); then the nc trek bdc could not be backloaded onto the balance middleweight guide wire which was inserted into the patient anatomy. The device was not used. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. Though requested, no additional information was provided. The returned device evaluation revealed that the inner member was stretched near the proximal seal.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for evaluation. The reported difficulty inserting the guide wire was confirmed. In addition, the inner member was stretched. A review of the lot history record for the reported part/lot revealed no non-conformances related to the reported event. However, an expanded record review and investigation for this failure mode indicates a potential product issue related to hydrophilic balloon coating, further assessment per site operating procedures was performed and corrective and preventive actions are being put in place to prevent further recurrence of this issue.